Manufacturer narrative:
Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. The complaint could not be confirmed and the root cause is undetermined. Based on the verbatim, the probable root cause for the reported condition of this complaint could be due to valve issue that was related to eto sterilization. CAPA#(B)(4) was initiated.

Event description:
It was reported that 4 venflon pro safety 14ga experienced leakage. The following information was provided by the initial reporter: our anaesthetics department has reported to me that on 4 occasions the pro- safety ported cannula has leaked out of the port!? Device had to be replaced.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 4 venflon pro safety 14ga experienced leakage. The following information was provided by the initial reporter: our anaesthetics department has reported to me that on 4 occasions the pro- safety ported cannula has leaked out of the port!? Device had to be replaced.